Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-06504. Related manufacturer reference number: 2017865-2021-06507. It was reported that the patient passed away due to cardiorespiratory arrest from chronic heart failure and ischemic dysfunction. No further information was received.

Manufacturer narrative:
A partial lead with the connector portion measuring 9.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.